Event description:
It has been indicated by the customer that "whilst several people attempting to move patient on bariatric bed the brakes failed causing bed to move and trapping a nurse at the head end of the bed, her knee was pinned under the bed frame until bed was moved back in position." Ref MFR report 3007420694-2014-00048.